Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: a review of the black box indicated that rebooting had occurred. The pump powered on with functional auditory and vibratory features, indicating that there was power to the pump. The display screen remained blank, preventing additional investigation for the original complaint. A blank display can be misinterpreted by the user for a power issue. Investigation revealed a slave processor failure was the cause of the blank display. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and a cold solder was found on the continuous glucose monitoring board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.